Event description:
The customer received questionable results on inorganic phosphorous (phos) for an unknown number of patient samples. The issue had been going on for a couple of weeks. All results are in mg/dl. Patient 1 had an original result of 10.7, and a repeat result of 3.4. The repeat result was deemed by the customer to be the correct result. It is unknown if the questionable results were reported outside of the laboratory. It is also unknown if there was an adverse event associated with the questionable results. The customer refused to provide additional information for this issue. The lot of phos reagent that was in use is unknown. The field service representative found that the rinse station dryer tips were scraping the reactions cells. He replaced the reaction cells and dryer tips. He performed a precision check, which was within specifications and qc which was within the customer's specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device subassembly- rinse station dryer tips.